Manufacturer narrative:
There is no known patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). The hospital has reported one case of patient infection (see medwatch report number 9611109-2017-00208). However, it is unknown which unit was used during the procedure. The customer has not reported any confirmed link between the patient infection and the use of the heater-cooler device. The customer has reported that the unit in question is not currently available for evaluation, as it is still in use. A review of the DHR could not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device still in use.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for contamination.